Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the information associated with this event has been performed and the following additional information was provided: the viewer shows the instrument was installed 1x on universal surgical manipulator (usm4). E-100 logs show qty 4 seal events with no errors. The instrument was used for less than a minute. Unclamping issues are typically not detected by logs.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon went to use the vessel sealer, that was on tissue, but it was frozen/locked and would not release. After trouble shooting a new vessel sealer was brought in for use. The procedure was completed with no reported injury.